Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Additionally, it was noted that the device longevity was at 8 percent, and the battery was suspected of depleting faster than expected. Subsequently, the device was explanted and replaced. The device is not expected to be returned as it was kept by the hospital. No additional adverse patient effects were reported.